Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No additional tests were performed as part of this complaint investigation. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
The dart of the suture broke into the patient when they passed the ligament. They had to remove it with a needle holder. There was no patient injury.